Event description:
It was reported that the customer's insulin pump started to beep really fast and then it had a blank display. His blood glucose level was 148 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. Numbers count up anomaly was not verified due to blank display anomaly. The insulin pump also had minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.